Event description:
It was reported that during a da vinci assisted hysterectomy-benign surgical procedure, universal surgical manipulator (iusm) three had stopped working during a case, the site had disabled the arm and restarted with no change, and the case had been completed before calling in. The technical support engineer (tse) had the site perform a hard restart, but 319 errors continued to occur on arm 3. The tse then advised that the system could be used as a three-arm system. Later, another caller contacted the tse to confirm a work order had been created, and the tse confirmed it had; the caller stated they would attempt a hard power cycle and restart and mentioned they would disable the arm. After that, it was reported that a representative was onsite troubleshooting following a non-robotic case cancellation, and after several restarts non-recoverable errors had occurred. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.